Event description:
During removal of midline IV catheter, IV team immediately recognized and aware of only 8cm of the 20cm midline present. Provider immediately notified. Ultrasound obtained and validated foreign body. Ir consulted and catheter retrieved under fluoroscopy. Patient tolerated procedure well.